Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor electrode was shorter than usual. The customer's blood glucose was unknown at the time of incident. The sensor will be returned for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor was broken and missing the broken parts; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used. Failure analysis is unable to confirm adhesive anomaly due to the sensor was returned opened and used.